Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA). This report is for one (1) unspecified band-aid, lot # and UDI # is not available. This report is for (band-aid unspecified can). Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) male consumer (B)(6) reported using an unspecified (B)(6) product that removed skin upon removal. On an unknown date, the consumer applied a (B)(6) brand product to cover a wound on his hand. He kept the bandage on for a couple of days. He reported that the adhesive was too strong because when he was removing the bandage, one part of the adhesive tore his skin off (about a size of a dime) and caused bleeding. The consumer covered the wound with a gauze and applied another (B)(6) product on it. He said he used (B)(6) brand products in the past and never had any problems. On (B)(6) 2018, the consumer reported the symptoms improved. However, on (B)(6) 2018, the consumer reported that his hand was now infected and he was planning to see a doctor. No further information was reported at that time.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.